Event description:
It was reported that the device was leaking/ dripping out of the black hole. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The returned samples consist of seventy one (71) extension set product; one (1) sample was received in used condition and without its original packaging and the other seventy (70) samples were received in new conditions with their original unopened packaging. The samples were visually inspected, at a distance of 12? To 24? And normal conditions of illumination; no discrepancies were found. A leak test was performed and a leak was detected in the air vent of the filter of the used sample. The root cause could not be determined. A corrective and preventative action has been opened to address the reported issue.